Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37712 restoreultra, serial # (B)(4)) found the battery had a reduced capacity due to overdischarge. The ins was received for analysis in a discharged state. A normal recharge session was performed and the ins experienced a rapid charge/rapid discharge condition, most likely due to the overdischarge count on the battery when received. The ins went into the lock state on (B)(6) 2013. Prior to this (B)(6), from (B)(6) 2013 to (B)(6) 2013 the ins had good coupling (6-8 bars) but was only recharged for a total time of 3 hrs 53 mins 55 seconds. Shield/can was scratched.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was premature battery depletion. There was a one-time over discharge and a physician mode recharge effectively reset the device. Patient non-compliance was reported. The patient fully recharged the implantable neurostimulator (ins) before switching it on. After less than ten hours, the ins was already discharged. Impedances were checked and there were no issues observed. A revision to change the ins was planned for (B)(6) 2013. There were no other patient symptoms or injuries related to this event and at the time of this report the patient status was ¿alive- no injury/no adverse event.¿

Event description:
Additional information received indicated that the patient was ok and receiving effective therapy.